Event description:
It was reported the patient received the following results within 15 minutes: 49 mg/dl and 147 mg/dl. The patient experienced intense sweating and felt like she was going to faint at the time of the 49 mg/dl result but remained conscious. At that time, the patient self-treated with orange juice, food, and glucose tablets.